Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient with an unspecified juvéderm®. Approximately 15 months later, the patient reported ¿swelling, slight feeling of heat, induration, and a lump¿ around right corner of the mouth and left smile line. The patient then developed ¿swelling¿ in left cheek. The patient was treated with hirax treatment (several times), cefaclor® cap, loxoprofen oral solu-cortef 100mg + normal saline 100ml, and oral predonine®. Three months later, the symptoms improved.